Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error, pump error and buttons were stuck. The customer¿s blood glucose was 7 mmol/l. Troubleshooting steps were provided for insulin pump issues. Customer stated that the insulin pump started to vibrate without any error message. Customer stated that they performed self test but insulin pump continued to vibrate, it was stopped vibrating on its own. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and broken force sensor alarm, problem isolated to the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify unresponsive keypad or audio/vibrate anomaly due to critical pump error (open book image) alarm.